Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Violence during dog walking. Plastic fracture. Update: it sounds like the dog was changing direction and thereby caused the violence.

Event description:
Violence during dog walking. Plastic fracture. Update: it sounds like the dog was changing direction and thereby caused the violence.

Manufacturer narrative:
An event regarding crack/fracture and instability involving a triathlon insert was reported. The event was confirmed via device evaluation. Method & results -product evaluation and results: visual inspection: visual inspection of the returned device noted the following: the returned device was examined with the aid of a stereomicroscope at magnifications up to 50x. Damage was observed on the distal and anterior surfaces of the insert which is consistent with the explantation process. Backside impressions on the distal surface of insert are consistent with contact against a tibial base plate. Damage was observed on the articulating surface of the insert which is consistent with contact against the femoral component. The damage present on the articulating surface is consistent with burnishing and scratching; these are common damage modes of uhmwpe reference 1. Yellow discoloration consistent with absorption of synovial fluid was observed on the insert reference 2. Damage consistent with delamination and material loss due to articulation against the femoral component was observed on the posterior portion of the medial condyle. Dimensional inspection: dimensional inspection was not performed because the device was returned damaged functional inspection: functional inspection was not performed because the device was returned damaged material analysis: material analysis of the returned device noted the following: the damage present on the posterior portion of the medial condyle was consistent with delamination and material loss. The damage on the articulating surface of the insert is consistent with burnishing and scratching; which are common damage modes of uhmwpe. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: this event, which represents a female patient, dob (B)(6) 1943 whose date of implantation is listed as (B)(6) 2012 and explantation (B)(6) 2020. The event description states: "violence during dog walking plastic fracture." (B)(6) 2012 brief translated operative note: primary right tka - cement free diagnosis - osteoarthritis. Trident components #4 primary tibial baseplate pa, #4/11 x3 cr insert, #3 right cr femur, no patellar component. Uncomplicated surgery. (B)(6) 2020 brief translated op note: revision #4/13 cs insert to #4/16 cs insert - "scopes seen posterior medial plastic fracture" uncomplicated surgery. (B)(6) 2020 x-rays ap and lat. Right knee - uncemented tka with no patellar resurfacing. Anterior subluxation of tibial component noted. No clinical or pmh, no patient demographics, no examination of explanted components. Based upon the brief op notes and x-ray, the event description appears to be confirmed, but insufficient data is presented to create a medical report for this case. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: material analysis of the returned device noted the following: the damage present on the posterior portion of the medial condyle was consistent with delamination and material loss. The damage on the articulating surface of the insert is consistent with burnishing and scratching; which are common damage modes of uhmwpe. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. A review of the provided medical information by a clinical consultant indicated: this event, which represents a female patient, dob (B)(6) 1943 whose date of implantation is listed as (B)(6) 2012 and explantation (B)(6) 2020. The event description states: "violence during dog walking plastic fracture." (B)(6) 2012 brief translated operative note: primary right tka - cement free diagnosis - osteoarthritis. Trident components #4 primary tibial baseplate pa, #4/11 x3 cr insert, #3 right cr femur, no patellar component. Uncomplicated surgery. (B)(6) 2020 brief translated op note: revision #4/13 cs insert to #4/16 cs insert - "scopes seen posterior medial plastic fracture" uncomplicated surgery. (B)(6) 20 x-rays ap and lat. Right knee - uncemented tka with no patellar resurfacing. Anterior subluxation of tibial component noted. No clinical or pmh, no patient demographics, no examination of explanted components. Based upon the brief op notes and x-ray, the event description appears to be confirmed, but insufficient data is presented to create a medical report for this case. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.